Event description:
It was reported the patient was experiencing uncomfortable and ineffective stimulation. The patient underwent surgical intervention where the system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated.